Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 340cc mentor memorygel breast implant (right) and a 320 mentor memorygel breast implant was diagnosed with bilateral rupture post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2019. The right replacement was a 500cc mentor memorygel breast implant, and the left replacement was a 475cc mentor memorygel breast implant. See 1645337-2019-12421 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/13/2019. Device evaluation summary: according to the information received a rupture of the breast implant occurred. A manufacturing record evaluation (mre) was performed for the finished device number 7527019, and no non-conformances related to the reported complaint condition were identified. During evaluation of the sample, it was found to be intact. No additional anomalies were observed related with the customer complaint. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).